Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2020-01202; 2938836-2020-01203. It was reported that the complete system was explanted due to pocket infection. The patient was stable.